Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was over 600 mg/dl and treated it with manual injection. The customer reported that insulin pump had blank display. The customer was not in emergency room as a result of high blood glucose level. It was also reported that contacts on the battery cap was neither missing nor damaged. The customer was advised to insert new battery and after inserting battery correctly display was returned. The self test was performed and insulin pump failed the test. The customer declined troubleshooting on insulin pump. The insulin pump will be returned for analysis.